Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris and novasilk mesh. Later the pt experienced exposure, incisional separation, bleeding, urge incontinence, urinary tract infections, secondary prolapse and dysuria. A mesh excision was performed.